Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 432 mg/dl which was treated with manual injection and the cannula was bent. Customer current blood glucose level was 112 mg /dl. Customer was hospitalized due to covid. Troubleshooting was performed for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event the insulin pump will not be replaced for analysis.